Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that two years, four months post implant of this bioprosthetic aortic valve, this device was replaced, valve-in-valve with a transcatheter bioprosthetic valve due to mild aortic insufficiency. Prior to the replacement procedure, the patient presented with fatigue and dyspnea. No other adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve implant condition, patient anatomy, or presence of pre-existing patient conditions. The valve remains implanted. Without the return of the valve for analysis, a definitive root cause of the issue cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.